Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation". Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "any creases associated with hole" and "particles in valve."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, opening curved and yellow particles inner shell. Leak test and microscopic analysis was performed which identified crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on posterior assessed as fold flaw opening.